Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("the amount of bleeding during period now is unbelievable/clot and bleed so heavily / abnormal menstrual bleeding / prolonged menses") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), adnexa uteri pain ("ever since I had it placed I have had the worst pain in my ovaries"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, adnexa uteri pain, dysmenorrhoea, back pain, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, migraine and vaginal discharge to be related to essure. The reporter provided no causality assessment for adnexa uteri pain and menorrhagia with essure. The reporter commented: upon information and belief, beginning on or about (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 26-oct-2017: follow up from summons received- case upgraded as incident. New events, severe menstrual pain, severe abdominal pain; severe back pain; migraine headaches; hair loss; and irregular vaginal discharge were added. Product start and stop date was added. Surgical treatment was added for the event abdominal pain. Legal reporter was added. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only". Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("the amount of bleeding during period now is unbelievable/clot and bleed so heavily / abnormal menstrual bleeding / prolonged menses") in a 26-year-old female patient who had essure (batch no. B66014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concomitant products included intrauterine contraceptive device (iud nos) and oral contraceptive nos for birth control as well as ibuprofen and panadeine co (tylenol #3). In (B)(6) 2014, the patient experienced weight increased ("weight gain"), pelvic pain ("pelvic pain/pain") and dyspareunia ("dyspareunia"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headache"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ever since I had it placed I have had the worst pain in my ovaries"), dysmenorrhoea ("severe menstrual pain (dysmenorrhea (cramping)"), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure device) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, adnexa uteri pain, dysmenorrhoea, back pain, migraine, alopecia, vaginal discharge, vaginal haemorrhage and dyspareunia had resolved and the headache, weight increased and pelvic pain outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain and menorrhagia with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: upon information and belief, beginning on or about jan- 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - total bilateral occlusion. Impresion-normal-appearing uterine cavity.bilateral tubal occlusion with micro occlusive devices in standard position concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain, menorrhagia . Most recent follow-up information incorporated above includes: on 24-may-2018: pfs+mr received, reporter added, lot number received, demographic added, events added are as follows- vaginal haemorrhage, headache, weight increased, pelvic pain, dyspareunia. Events onset date updated, severity updated, concomitant drug added, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("the amount of bleeding during period now is unbelievable/clot and bleed so heavily / abnormal menstrual bleeding / prolonged menses") in a 26-year-old female patient who had essure (batch no. B66014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concomitant products included intrauterine contraceptive device (iud nos) and oral contraceptive nos for birth control as well as ibuprofen and panadeine co (tylenol #3). In february 2014, the patient experienced weight increased ("weight gain"), pelvic pain ("pelvic pain/pain") and dyspareunia ("dyspareunia"). On (B)(6)2014, the patient had essure inserted. In march 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headache"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ever since I had it placed I have had the worst pain in my ovaries"), dysmenorrhoea ("severe menstrual pain (dysmenorrhea (cramping)"), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure device) and surgery (ablation). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, menorrhagia, adnexa uteri pain, dysmenorrhoea, back pain, migraine, alopecia, vaginal discharge, vaginal haemorrhage and dyspareunia had resolved and the headache, weight increased and pelvic pain outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain and menorrhagia with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: upon information and belief, beginning on or about jan- 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - total bilateral occlusion. Impresion-normal-appearing uterine cavity.bilateral tubal occlusion with micro occlusive devices in standard position concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.